Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00987. It was reported the patient experienced ineffective stimulation due to one of the peripheral lead (off label) was migration. As a result, surgical intervention was undertaken wherein the alleged lead was explanted and replaced which resolved the issue. It is unknown which lead is related to the issue. Therefore, both the leads are being reported explanted.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00987. Additional information received identified the patient has medical history of connective tissue disorder. Also reportedly, effective stimulation was restored postoperatively.